Event description:
Medtronic received information via an article in the journal case reports in critical care that following percutaneous transvenous implant of this transcatheter pulmonary bioprosthetic valve (tpbv) in a stenotic and regurgitant homograft, severe hypotension, bradycardia, and cardiogenic shock were noted. A transthoracic echocardiogram (tte) revealed akinesis of the lateral and anterior walls of the left ventricle, and severe acute mitral valve regurgitation. Severe pulmonary edema was noted. A repeat coronary angiogram revealed acute left coronary artery occlusion. Cardiopulmonary resuscitation (CPR) was initiated in an attempt to crush the valve to relieve the obstruction, which was unsuccessful. The patient was moved to the operating room, with an impella ventricular assist device (vad) providing rescue therapy. Cardiopulmonary bypass (cpb) and a sternotomy were initiated, and the melody valve and pulmonary homograft were explanted. Reconstruction of the right ventricular outflow tract (rvot) was performed with a 22mm contegra graft. Cardiogenic shock, severe acute pulmonary edema, and hypoxemia were ongoing, treated with medications. Extracorporeal membrane oxygenation (ECMO) support was required. On the 4th day of ECMO support, a large hemothorax was noted, requiring chest tube decompression, six units of red blood cells (rbcs), and two units of platelets; the bleeding resolved over several hours. On the 5th day of ECMO support, an attempt was made to wean the patient off of ECMO; however, when ECMO was stopped, hypotension was noted, and a transesophageal echocardiogram (tee) revealed probable rvot pulmonary graft obstruction with thrombus, requiring graft replacement and a pulmonary artery thrombectomy. The patient was weaned from cpb and recovered with no additional adverse effects. The author indicates that the bleeding and thrombosis were complications from the ECMO

Manufacturer narrative:
Product analysis: the product was not returned, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.